Manufacturer narrative:
Qc is run 4 times daily and has been acceptable. A field service engineer (fse) replaced some hardware and verified instrument performance specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a glucose (glu) result generated by the unicel dxc 600 pro synchron chemistry analyzer. The glu cartridge serum result was 26 mg/dl and rerun also obtained a result of 26 mg/dl. Original sample was then run on an alternate analyzer and the result was 87 mg/dl which was reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.